Manufacturer narrative:
Due to character restrictions in block e1 event site : uniwersyteckie centrum kliniczne. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operation, the cardiosave intra-aortic balloon pump (iabp) randomly turns off by itself without reporting any alarms. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they checked connections and recalibrated the unit. The unit passed all functional and safety tests and was returned to customer.